Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.00mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, on the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 4.00mm x 15mm nc emerge® balloon catheter. No patient complications nor injuries were reported.